Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 7 or 8 days post-operative a open recanalization, it was noted there was an anastomotic dehiscence. There was tissue damage and blood loss of 500 cc or more which led surgical time extended 30 minutes or more due to the product problem and extended incision. There will be an additional operation performed to correct the issue.